Manufacturer narrative:
Initial

Event description:
It was reported that the user inadvertently announced a usual-size dinner twice through the user interface of the ilet, which led to an accidental duplicate meal announcement and subsequent hypoglycemia; this was characterized as an improper or incorrect procedure involving the user interface. Symptoms included hypoglycemia with a recorded blood glucose of 60 mg/dl. Outcomes included the need for oral glucose. Investigation included communication with the user and analysis of the information they provided. Investigation of this case revealed no device problem and identified a usage problem related to duplicate meal entry via the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.